Event description:
Healthcare professional reported via sus voluntary medwatch (mw5147821) and (mw5147822) "right-sided grade 3 capsular contracture post-operatively." This record is for the right side. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: (mw5147821) and (mw5147822). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.